Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 360 mg/dl after receiving a sensor pairing failed message. The user restarted the device, restored sensor connection, and glucose levels stabilized as insulin delivery resumed. No outside medical intervention was required.